Event description:
During product evaluation, failure code 16:310 was found in the pump's event history. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l info is available.

Manufacturer narrative:
Evaluation summary: failure code 16:310 was confirmed in the pump's event history, but could not be duplicated. Typically, this failure occurs when the pump is started without tubing in the channel.